Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient has leads for thoracic and cervical pain. The patient was injured in 2004 which affected their leg. The manufacturer representative attempted reprogramming but was not able to cover the pain area. The physician did not want to implant another implantable neurostimulator at that time. The thoracic lead was for pain in the tailbone, but since the patient has developed rsd in the left leg, the pain is worse below the knee than above the knee. The thoracic lead has never covered pain below the knee. The physician is looking to replace the thoracic lead as the patient has developed rsd since the lead was implanted and it is not covering the new pain pattern. The physician ordered an x-ray and determined that he wants to leave the cervical lead in place but replace the thoracic lead and implant a new implantable neurostimulator. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of rsd/causalgia. It was reported that the patient has a cervical lead that covers right arm pain and a thoracic lead originally implanted to help pain in the tail bone. Since then the patient has developed rsd in the left leg, with pain below the knee, which is worse than above the knee. The thoracic lead has never covered the pain below the knee. The thoracic lead has impedances that are greater than 10,000 ohms. The patient's healthcare provider (hcp) has ordered a shunt x-ray before determining the course of action. It was unknown if the issue has resolved at this point. No further complications were reported or anticipated.